Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.

Event description:
The customer reported red under her eyes and saw a medical professional that advised not to use the mask again and prescribed medication.